Manufacturer narrative:
(B)(4): testing confirmed the up, down, ok buttons respond intermittently. The keypad appears swollen with no visible damage. Removed keypad and adhesive was observed under all button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting the down arrow keypad button was starting to stick. The patient allegedly wore the pump exterior to a garment and did not clean the pump. There is no additional information at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.